Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a plate broke approximately one and a half years post-operatively. Patient underwent a revision to replace the broken plate.